Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use warnings: prior to use, ensure that the guidewire is compatible with the catheter or interventional device lumen. Guidewire manipulation within the vasculature should always be performed under fluoroscopic guidance. Do not advance, withdraw, or torque the guidewire against resistance as tip separation or breakage may occur. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
When using the jetstream 2.4 catheter, it was difficult to remove the wire, being locked. The entire system was removed and the jetwire wire still wouldn't come off. To complete the procedure, it was necessary to use another jetstream 2.1 catheter. In the first pass of the wire, it did not present any resistance, in the second time a greater resistance was perceived in lowering the catheter by the wire and for that reason the procedure with jetstream 2.1 was not concluded.